Event description:
The customer called to report that he has blacked out due to low blood glucose levels. The customer reported an event where he was taken to the hospital with a blood glucose of 38 mg/dl. The customer stated that he was working outside, and was found by his neighbors unconscious and convulsing. The customer reported three other incidents where he blacked out and woke up in his kitchen and living room. Neither event required medical assistance. The customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.